Event description:
Per the clinic, the patient never received any perceived benefit from the device. The device was explanted (B)(6) 2012. There are no plans to reimplant the patient with a new device as of the date of this report, april 6th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).